Manufacturer narrative:
The following fields have been updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 20-feb-2023. H6: investigation summary: bd received 14 samples and 2 photos for investigation. The photos were reviewed and the indicated failure modes for difficult to remove IV shield and unable to tighten luer connector with the incident lot were not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing, each undergoing a shield pull test and then removing and reattaching the needle assemblies and no issues were observed relating to difficult to remove IV shield and unable to tighten luer connector as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes difficult to remove IV shield and unable to tighten luer connector. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 25 bd preset¿ arterial blood collection syringe the safety shields were difficult to open. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: some products are accompanied by luer lock connectors that cannot be tightened.

Event description:
It was reported that during use with 25 bd preset¿ arterial blood collection syringe the safety shields were difficult to open. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: some products are accompanied by luer lock connectors that cannot be tightened.

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for difficult to remove IV shield and difficult to attach to hub with the incident lot were not observed. The photos show unused syringes with needles next to them. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their needle shields removed and reattached, and no issues were observed relating to difficult to remove IV shield and difficult to attach to hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes difficult to remove IV shield and difficult to attach to hub. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 25 bd preset¿ arterial blood collection syringe the safety shields were difficult to open. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: some products are accompanied by luer lock connectors that cannot be tightened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.